Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information/clarification was received that the og tdl cmplx fill coil 5x10 (640cf0510, 30132962) previously reported under this complaint belongs to another complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of a cerebral artery aneurysm, three coils, a 7x25 og tdl cmplx frame (640cr0725, 30374735), a 4x12 og tdl cmplx fill (640cf0412, 30348520) and a 3.5x9 og cmplx xtrasoft (640cx3509, 30282523) became stuck inside the hub of a prowler select 14 microcatheter (product/lot number unknown). The coils ¿never went past the microcatheter hub.¿ therefore, the microcatheter (mc) never entered the patient¿s intracranial space. The microcatheter was replaced resulting in loss of cerebral target positioning along with the three coils. The procedure was successfully completed with the replacement of a microcatheter and the coils were replaced. These coils were not implanted in the patient. The device was not returned for analysis; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - obstructed with mc loss of cerebral target position¿ could not be confirmed. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of five products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00425, 3008114965-2020-00426, 3008114965-2020-00428, 3008114965-2020-00429. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization of a cerebral artery aneurysm, four coils, a 5x10 og tdl cmplx fill (640cf0510, 30132962), a 7x25 og tdl cmplx frame (640cr0725, 30374735), a 4x12 og tdl cmplx fill (640cf0412, 30348520) and a 3.5x9 og cmplx xtrasoft (640cx3509, 30282523) became stuck inside the hub of a prowler select14 microcatheter (product/lot number unknown). The coils ¿never went passed the microcatheter hub.¿ therefore, the microcatheter (mc) never entered the patient¿s intracranial space. The microcatheter was replaced resulting in loss of cerebral target positioning along with the four coils. The procedure was successfully completed with the replacement microcatheter and replacement coils. These coils were not implanted in the patient.